Event description:
It was reported that the patient with this neurostimulator began to experience charging issues, as the patient's baseline symptoms were returning. It was noted the remote would not connect as the device was going into hibernation mode. The charger was put over the ins to remove from hibernation mode. The charger connected to the ins and the patient was able to charge. It was confirmed the impedances were good; however, the battery was low. The patient charged the ins that night and the following morning for one hour and it was confirmed the battery was solid green. The remote failed to connect after four attempts and after resetting the remote, the connection was still unsuccessful. A different charger was used for 30 minutes before receiving the disconnect tone and when attempting to connect the patient's remote it flashed with an orange light before turning off. The patient met with the physician to troubleshoot and discuss ins revision. It was noted that impedances remain good and the battery was completely depleted. The ins went back into hibernation mode. The patient's ins was revised. No other patient complications were reported.

Manufacturer narrative:
Block d2b: additional pro code qon. Block g4: additional premarket/510 (k) p190006.